Manufacturer narrative:
Based on the available info, the adverse event 'respiratory distress' is deemed serious as it was reported to have been a life threatening situation that required the emergent repositioning of the endotracheal tube and ventilation. The event started when an attempt was made to pass a suction catheter down the endotracheal tube which was later found to be kinked. The status of the pt after the event and the corrective measure was reported as stable. From a preliminary clinical perspective, a causal relationship between the endotracheal tube and this event is deemed possible because product use is temporally associated with occurrence of the problem. Reported to FDA on march 06, 2013.

Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). Complaint rec'd as follows: "pt in a respiratory machine had unomedical's ett suction intubation tube. ER nurse alerted the doctor at night saying that they were unable to place the suction catheter on the intubation tube due to the tube being folded shut in the trachea. Pt was still adequately ventilated. Doctor advised to open the fixation tapes and straighten the tube. This helped and the tube didn't require to be changed. Affected was a brain hemorrhage pt with high intracranial pressure." Add'l info rec'd: suction catheter was unable to be placed to intubation tube. Low ventilation for a moment but not affected severely. Fixation tapes were opened and tube straightened. Ward has since stopped using the product and went on to use competitor product. The product has already been sent for review on case (B)(4) with the same complaint and lot number. Current status of the pt: stable.